Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: v567764, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that there was high impedance on contact 0. Diagnostics/troubleshooting involved removing the stimloc, revising the lead, and intraoperative impedance tests. Patient was scheduled for a revision of her lead due to high impedance on the 0 contact. Impedance normalized during the case, but returned to high as the physician was closing. The issue is not yet resolved at the time of this report. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Product ID 3387s-40, lot# v567764, implanted: (B)(6) 2011. Product type lead, product ID 3550s-01, lot# unknown, implanted: (B)(6) 2011. Product type accessor. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative indicating that the only troubleshooting that was performed was what was described during the surgery-impedance testing during the revision. Stimloc off, then stimloc on. No further actions/interventions were taken. The rep reported that since the high impedance resolved when the stimloc was off, the physician's opinion was that the stimloc was the cause. The impedance issue is not resolved. This information was confirmed by the physician.